Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient went to the ER on (B)(6) 2016 due to post-op pain. The patient's scs system was implanted a week prior. X-rays revealed the patient's lead had migrated to the right. Reprogramming was unable to resolve the issue. As such, the patient underwent surgical intervention on (B)(6) 2016 where the lead was repositioned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient received effective stimulation coverage following the procedure and the reported issue is resolved.